Event description:
It was reported that the procedure was the recanalization of a long occlusion of the right external iliac artery in a cross-over technique through a 7f sheath, using four nitinol stents. There were no problems in delivery of the stents, nor were there any problems noticed retracting the delivery systems of the stents. However, after implantation of the third stent (absolute), the fractured tip of the delivery system was noticed to be stuck on the 'j' of the guide wire. A complete retrieval was not possible, so the tip was manipulated into the pelvic internal circulation. (A. Iliaca internal).